Event description:
Device issue: incorrect balloon re-wrap; difficulty to remove. Time of device issue: during the procedure. Adverse event: intervention to remove catheter. It was reported that during an interventional procedure in an unspecified vessel, the fox plus balloon was inflated to 8 atmospheres and then deflated. Due to the balloon not re-wrapping correctly, the catheter could not be retracted into the 7f sheath. The catheter shaft was intentionally cut in the middle, leaving the distal section of the catheter in the anatomy. The 7f sheath was removed and replaced with an 8f sheath. The balloon was then pulled into the 8f sheath and the distal section of the catheter was removed from the anatomy. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.